Event description:
Procedure: colon resection. Reportedly, the stapler fired and transected the tissue. Upon opening the instrument staplers were not present. Surgeon had to move down lower on the colon and transect additional tissue. No further patient injury reported.